Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 30 mg/dl. The customer was transported by paramedics after being discovered unresponsive and cold. The customer was revived and taken to the hospital. The caller stated that the customer did not eat enough to account for the insulin that was programed in their insulin pump. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.